Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred and the procedure was canceled. Vascular access was obtained via right radial artery. The 70% stenosed, 20 mm x 2.5 mm, concentric, de novo target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and severely calcified vessel. A 2.25 x 38 synergy drug eluting stent (des) was advanced; however, the distal part of the stent struts were frayed apart as the stent was caught onto calcium. The device was removed and a 2.25x38mm synergy des was deployed following plaque modification with shock wave therapy. No patient complications were reported and the patient was stable.